Event description:
The customer observed falsely decreased calcium results on alinity c processing module for one patient. The results provided were: on (B)(6) 2023, sid (B)(6) from lithium heparin plasma specimen=4.8 mg/dl the patient sends to ER due to falsely decreased alinity calcium results. The patient was redrawn and repeated in ER on ortho=9.3 mg/dl on (B)(6) 2023, initial specimen sid (B)(6) repeated on same analyzer=9.7 mg/dl and 9.4 mg/dl laboratory reference range for calcium=8.6 to 10.3 mg/dl the patient did not receive any treatment in emergency room. The patient discharged from emergency room after receiving normal calcium results on ortho analyzer. No further impact to patient management.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and field data of alinity c calcium reagent lot 02298un23. A review of complaints determined that there are no trends for the product for the complaint issue. A review of tickets determined there is as expected complaint activity for lot number 02298un23. Return testing was not completed as returns were not available. Historical performance of reagent lot 02298un23 were evaluated using worldwide data from abbottlink. The median value for normal population results for the lot is within established baselines and comparable with all other lots in the field. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the alinity c calcium assay for lot 02298un23 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased calcium results on alinity c processing module for one patient. The results provided were: on (B)(6) 2023, (B)(6) from lithium heparin plasma specimen=4.8 mg/dl. The patient sends to ER due to falsely decreased alinity calcium results. The patient was redrawn and repeated in ER on ortho=9.3 mg/dl on (B)(6) 2023 initial specimen (B)(6) repeated on same analyzer=9.7 mg/dl and 9.4 mg/dl laboratory reference range for calcium=8.6 to 10.3 mg/dl. The patient did not receive any treatment in emergency room. The patient discharged from emergency room after receiving normal calcium results on ortho analyzer. No further impact to patient management.